Event description:
It was reported that the user, on the first day using the ilet during its learning period, announced a meal, observed elevated glucose, and then entered an additional meal announcement without eating, after which glucose fell to a low. Glucose ranged from 39 mg/dl to 385 mg/dl and was corrected using the ilet and oral carbohydrates. Symptoms included hypoglycemia with shaking/tremors, sweating, and muscle weakness, as well as hyperglycemia earlier in the event. Outcomes included no health consequences requiring outside or medical assistance. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure and user interface interaction, and that the event was caused by using meal announcements as a correction strategy rather than only when eating. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.